Event description:
Siemens was notified on (B)(6) 2012 of an uncommanded gantry movement during pt treatment. Reportedly, the treatment field was positioned for "mama irradiation" with the gantry at 130 degrees, which was correct. However the gantry started moving without any command in the clockwise direction to 212 degrees and passed 180 degrees. The console displayed the gantry at 130 degrees at first, but then after 90 seconds the console displayed the gantry position at 243.8 degrees. The indicated interlocks were "il63 controller 0 no. 58, communication and electricity of injector too high." An additional interlock that was indicated after the display of the gantry having moved to 243.8 degrees was "movement of gantry and micro switch of gantry". There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and this MDR is being mailed on (B)(4) 2012. The reported issue is known to siemens and has been resolved under ui - th022/11/s and th023/11/s of which the reporting site will undergo in the near future. Furthermore, there are emergency-off buttons installed on the system. According to the user manual, the therapist must supervise the pt treatment at all times and stop any unexpected motion of the system before a pt is injured by moving parts. (B)(6).